Event description:
It was reported that the patient had the inflatable penile prosthesis pump replaced as it would not deflate. Forced deflation troubleshooting was tried and unsuccessful. No patient complications were reported.